Event description:
It was reported that a cartridge leaked on three separate occasions, with the exact egress location unknown, while the user followed the correct order of operations; this aligns with a device leak/splash associated with the cartridge reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed leakage related to a seal, consistent with a leak/splash involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.